Manufacturer narrative:
File number: (B)(4). A field service technician arrived to the reporting site to evaluate the device. We were unable to duplicate the reported issue. The device log file was reviewed and there were no issues found on the log files. Unable to determine root cause. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Reported unit has a user interface error. Reporter doesn't have further information. No patient involvement.